Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics (date not reported) due to skin overgrowth on the abutment. The implanted device remains.

Manufacturer narrative:
Per the surgeon on (B)(6) 2014, the patient underwent debridement of the site. During the same procedure, the abutment was exchanged. This report is filed (B)(4) 2014. Implanted device remains.